Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after an infusion set and cartridge change, with no device alarms, and later discovered the infusion set was deployed incorrectly due to the needle guard not being removed, resulting in no insulin delivery. Symptoms included high blood glucose levels up to a reported 536 and a small trace of ketones without other acute effects. Outcomes included no hospitalization, no professional medical intervention, and subsequent improvement in glucose levels after correction. Investigation included customer support assessment, review of user-reported logs, and troubleshooting and education on infusion set and supply replacement. Investigation of this case revealed an infusion set use error resulting in improper deployment and lack of insulin delivery, consistent with an infusion set and connector issue. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set application.